Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ("ablation") and genital haemorrhage ("bleeding excessively") in a (B)(6) -year-old female patient who had essure (batch no. 794894) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included multigravida and parity 2 ( (B)(6) 2006; (B)(6) 2010). Previously administered products included for an unreported indication: celexa from 2006 to 2009. Concomitant products included citalopram hydrobromide (celexa) from 2006 to 2009. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("painful sexual intercourse"). In (B)(6) 2011, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/severe and persistent pelvic pain"), abdominal pain lower ("cramping"), hormone level abnormal ("hormonal changes"), abdominal pain ("severe and persistent abdominal pain"), adnexa uteri pain ("severe and persistent pain in my fallopian tubes") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced endometrial ablation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/severe and persistent pelvic pain"), abdominal pain lower ("cramping"), hormone level abnormal ("hormonal changes"), abdominal pain ("severe and persistent abdominal pain"), adnexa uteri pain ("severe and persistent pain in my fallopian tubes") and weight increased ("weight gain"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced tooth disorder ("dental problems"), tooth fracture ("repaired tooth that broke"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with bactrim (motrin), antibiotics and surgery. Essure treatment was not changed. At the time of the report, the endometrial ablation, genital haemorrhage, cystitis, urinary tract infection, vaginal infection, vaginal haemorrhage, pelvic pain, tooth disorder, dysmenorrhoea, abdominal pain lower, tooth fracture, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, abdominal pain, adnexa uteri pain, vaginal discharge, weight increased and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, tooth disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: pain- cannot get out of bed. She had no complications at the time of essure placement. She had used trisprint from 2006-2009. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event physical pain was updated severe and persistent pelvic pain. Events were added per pfs: ablation, excessive abnormal vaginal bleeding/ bleeding excessively, dental problems, painful sexual intercourse / dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes, infection (bladder, urinary tract, vaginal), migraines/ headaches, nausea, severe and persistent abdominal pain, severe and persistent pelvic pain, severe and persistent pain in my fallopian tubes, vaginal discharge, weight gain and essure confirmation test: no. Historical conditions and historical medications were added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ("ablation") and genital haemorrhage ("bleeding excessively") in a 31-year-old female patient who had essure (batch no. 794894) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included multigravida and parity 2 (B)(6)2006; (B)(6)2010). Previously administered products included for an unreported indication: celexa from 2006 to 2009 and tri-sprint. Concurrent conditions included obesity, right upper quadrant pain, epigastric pain, urgency urination, dysuria, urinary frequency, arthralgia, iron deficiency anemia, uterine bleeding, muscular pain and lumbago. Concomitant products included citalopram hydrobromide (celexa) from 2006 to 2009. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced tooth disorder ("dental problems"), dyspareunia ("painful sexual intercourse") and vaginal discharge ("vaginal discharge"). In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding / excessive abnormal vaginal bleeding"), 8 months 25 days after insertion of essure. In (B)(6)2011, the patient experienced adnexa uteri pain ("severe and persistent pain in my fallopian tubes"), nausea ("nausea"), abdominal pain ("severe and persistent abdominal pain"), polymenorrhoea ("hormonal changes / hormonal changes describe: have menstrual cycle twice a month.") And menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2011, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced abdominal pain lower ("cramping"). In (B)(6)2011, the patient was found to have weight increased ("weight gain") and experienced pelvic pain ("physical pain/severe and persistent pelvic pain") and dysmenorrhoea ("dysmenorrhea"). In (B)(6)2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). In (B)(6)2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6)2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced tooth fracture ("repaired tooth that broke"). On an unknown date, the patient experienced weight fluctuation ("weight gain / loss"). The patient was treated with antibiotics, codeine phosphate;paracetamol (tylenol w/codeine), ethinylestradiol;norgestimate (sprintec), sulfamethoxazole;trimethoprim (mortin), surgery (ablation) and repaired tooth, filling. Essure treatment was not changed. At the time of the report, the endometrial ablation, genital haemorrhage, fatigue, weight increased, alopecia, tooth disorder, tooth fracture, urinary tract infection, cystitis, adnexa uteri pain, nausea, migraine, headache, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal haemorrhage, vaginal infection, vaginal discharge, polymenorrhoea, menorrhagia and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, polymenorrhoea, tooth disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: pain- cannot get out of bed. She had no complications at the time of essure placement. She had used trisprint from 2006-2009. If you have not had your essure removed, are you currently planning for essure removal? Yes. I do not have a scheduled date or healthcare provider yet because I cannot afford a removal surgery. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, nausea, migraines, headaches, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received: events: menorrhagia, weight fluctuation were added. Reporters were added. Concomitant conditions were added. Treatment drugs were added. Event onset date were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ("ablation") and genital haemorrhage ("bleeding excessively") in a 31-year-old female patient who had essure (batch no. 794894) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included multigravida and parity 2 ((B)(6) 2006; (B)(6) 2010). Previously administered products included for an unreported indication: celexa from 2006 to 2009. Concomitant products included citalopram hydrobromide (celexa) from 2006 to 2009. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("painful sexual intercourse"). In (B)(6) 2011, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), weight increased ("weight gain"), adnexa uteri pain ("severe and persistent pain in my fallopian tubes"), pelvic pain ("physical pain/severe and persistent pelvic pain"), abdominal pain ("severe and persistent abdominal pain") and abdominal pain lower ("cramping"). In (B)(6) 2011, the patient experienced endometrial ablation (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), weight increased ("weight gain"), adnexa uteri pain ("severe and persistent pain in my fallopian tubes"), pelvic pain ("physical pain/severe and persistent pelvic pain"), abdominal pain ("severe and persistent abdominal pain") and abdominal pain lower ("cramping"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced tooth disorder ("dental problems"), tooth fracture ("repaired tooth that broke"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with bactrim (mortin), antibiotics and surgery. Essure treatment was not changed. At the time of the report, the endometrial ablation, genital haemorrhage, fatigue, hormone level abnormal, weight increased, alopecia, tooth disorder, tooth fracture, urinary tract infection, cystitis, adnexa uteri pain, nausea, migraine, headache, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal haemorrhage, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, tooth disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: pain- cannot get out of bed. She had no complications at the timke of essure placement. She had used trisprint from 2006-2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ("ablation") and genital haemorrhage ("bleeding excessively") in a 31-year-old female patient who had essure (batch no. 794894) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included multigravida and parity 2 ((B)(6) 2006; (B)(6) 2010). Previously administered products included for an unreported indication: celexa from 2006 to 2009. Concomitant products included citalopram hydrobromide (celexa) from 2006 to 2009. On (B)(6) 2011, the patient had essure inserted. In february 2011, the patient experienced dyspareunia ("painful sexual intercourse"). In april 2011, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), adnexa uteri pain ("severe and persistent pain in my fallopian tubes"), pelvic pain ("physical pain/severe and persistent pelvic pain"), abdominal pain ("severe and persistent abdominal pain"), abdominal pain lower ("cramping") and polymenorrhoea ("hormonal changes / hormonal changes describe: have menstrual cycle twice a month."). In april 2011, the patient experienced endometrial ablation (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), adnexa uteri pain ("severe and persistent pain in my fallopian tubes"), pelvic pain ("physical pain/severe and persistent pelvic pain"), abdominal pain ("severe and persistent abdominal pain"), abdominal pain lower ("cramping") and polymenorrhoea ("hormonal changes / hormonal changes describe: have menstrual cycle twice a month."). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"). In november 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). In january 2012, the patient experienced alopecia ("hair loss"). In february 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced tooth disorder ("dental problems"), tooth fracture ("repaired tooth that broke"), migraine ("migraines") and headache ("headaches"). In january 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with bactrim (mortin), antibiotics and surgery. Essure treatment was not changed. At the time of the report, the endometrial ablation, genital haemorrhage, fatigue, weight increased, alopecia, tooth disorder, tooth fracture, urinary tract infection, cystitis, adnexa uteri pain, nausea, migraine, headache, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal haemorrhage, vaginal infection, vaginal discharge and polymenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, polymenorrhoea, tooth disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: pain- cannot get out of bed. She had no complications at the timke of essure placement. She had used trisprint from 2006-2009. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event hormonal changes / hormonal changes describe: have menstrual cycle twice a month pt updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.